Event description:
It was reported that 10 days after a coronary drug eluting stenting treatment procedure, the pt died in their sleep at home. The pt was admited for an elective percutaneous coronary intervention/stenting procedure with stable angina in 2002. They had been on a daily dose of plavix and aspirin prior to admission. The target lesion was in the proximal rca. The lesion was reported as a class c, denovo, 80% pre dilation stenosis, length 12 mm and reference vessel diameter of 3.0 mm, with no visible filling defect. No pre dilation was done. A total of one taxus express drug eluting 16 x 3.0 mm stent was placed with a post deployment of 14 atms. No additional post-dilation was performed. Final residual stenosis was 0%. Ivus was not conducted, and no edge dissection was reported. There were no reported procedural complications. The pt was discharged to home in 2003 with a prescription for plavix 75 mg/day x 6 mos. The pt expired 8 days later. The pt had complained of dizziness for several days, but did not consult a physician. There were no complaints of chest pain. No electrocardiograms, angiograms or autopsy are available. The status of target and non target lesions at time of death is unk. The physician reported a "possible" relationship to the stent/procedure.